Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 814:09 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a defective phm (pump head module) on channel b. The phm on channel b was replaced to correct this condition. Additional information: 814:09 failure code indicates a possible occlusion sensor failure. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with failure code 814:09. It is unknown when this event occurred; however, this event occurred in the micu. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.